Event description:
Physician reported descemet's membrane detachment (meddra code- 10012532) following omni procedure. At one week post-op follow-up with the patient, the physician reported the detachment had spontaneously reattached. The physician reported that the patient suffers from plateau iris syndrome.the event resolved with no impairment and no medical or surgical intervention.